Event description:
It was reported the patient's mother stated patient has been feeling more and more tired over the past three weeks with episodes of tachycardia. The patient had been in to see the cardiologist for a physical and the physician said "device is not working." He could see on the EKG the device not pacing the heart. The patient's mother reported the patient had third degree av block. Follow up with clinic reported that per the physician, the device was later checked out and "everything was okay and remains implanted with no problems." Also reported the patient is doing fine with no further issues.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the patient's mother stated patient has been feeling more and more tired over the past three weeks with episodes of tachycardia. The patient had been in to see the cardiologist for a physical and the physician said "device is not working." He could see on the EKG the device not pacing the heart. Additional information has been requested and not received.

Event description:
It was reported patient's mother stated patient has been feeling more and more tired over past three weeks with episodes of tachycardia. Patient saw cardiologist for a physical and physician said "device is not working." He could see on EKG device not pacing heart. Patient's mother reported patient had third degree av block. Follow up with clinic reported that per physician, device was later checked out and "everything was okay and remains implanted with no problems" and patient is doing fine with no further issues. Mother later reported patient had complained of chest pains, lightheadedness, nausea and vomiting. Per physician, patient "feeling effects of the atrial being paced." Mother concerned "something malfunctioning" with leads as "md indicated in notes that he has 'some concerns' related to leads."